Event description:
Customer reported issues with the insulin pump. Customer states that there is a battery out limit. The blood glucose reading is 85 mg/dl. Nothing further repored.

Manufacturer narrative:
The insulin pump alarmed and had a high idle current due to an open driver at the display board. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)